Event description:
It was reported when using the bd tube pln plh 13x75mm 4.0ml plbl rd br it was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "the tube is not stopping when fitted to the distal needle, we have to hold it very tightly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube pln plh 13x75mm 4.0ml plbl rd br it was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "the tube is not stopping when fitted to the distal needle, we have to hold it very tightly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper function with the incident lot was not observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.